Event description:
Customer reported a motor error during the prime. He stated that the insulin pump had been exposed to x-rays at the dentist. The blood glucose reading was 175 mg/dl. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.